Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/07/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated rebooting occurred on (B)(6) 2012 at 11:23 pm. A review of the alarm history indicated a low battery warning on (B)(6) 2012 at 6:12 am and a replace battery alarm on (B)(6) 2012 at 11:08 pm. The battery cap that was returned with the pump had stripped threads and did not tighten securely. There was no damage observed to the battery compartment. The pump was exercised for 24 hours with a test battery cap with no power issues duplicated.